Manufacturer narrative:
The customer reported that replacing the therapy connector assembly resolved the reported failure. The customer also concluded that the reported failure was likely caused by physical damage by the user.the device has been placed back into service for use.

Event description:
The customer reported that their device had a pin stuck in the therapy connector assembly from the therapy cable assembly. It is unknown how the pin broke off and became stuck. With this pin stuck in the connector, the device could not have the ability to deliver defibrillation therapy with this therapy cable, or another because of the stuck pin. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with the part number for a replacement therapy connector assembly. Once the customer replaces the therapy connector assembly and observes proper device operation through functional and performance testing, the device will be returned to the end user for use. The device has not been returned to physio-control for evaluation.